Manufacturer narrative:
(B)(4): physio-control evaluated the device but could not observe any malfunctions of the device. Proper device operation was observed through functional and performance testing. Physio-control performed a clinical review of the reported event. It was observed that the device was not placed correctly on the patient's chest. It was placed too low and not according the instructions for use. One of the ambulance crew-members reported that the device had moved during use and that it was not noticed and corrected by the crew. After the device evaluation, the device was returned to the customer for use. Physio-control provided the customer with the option for additional training on the use of the device.

Event description:
It was reported to a physio-control business development manager that a patient had a puncture wound in the chest following the use of a device for automated CPR. The patient was a (B)(6) man. The patient's tissue was exposed and the sternum was visible. The patient was found in a pulseless electrical activity (pea) cardiac arrest on the arrival of the ambulance crew. The crew then applied the device for automated CPR on the patient. The device's suction cup was attached during the entire event, it did not come off and it was intact after the event. The device's stabilization straps were not used, as they were missing. The wound was discovered when the patient was moved to the ambulance. The crew then started manual CPR. The patient was not resuscitated.

Manufacturer narrative:
(B)(4) the initial medwatch report indicates: physio-control evaluated the device but could not observe any malfunctions of the device. Proper device operation was observed through functional and performance testing. Physio-control performed a clinical review of the reported event. It was observed that the device was not placed correctly on the patient's chest. It was placed too low and not according the instructions for use. One of the ambulance crew-members reported that the device had moved during use and that it was not noticed and corrected by the crew. After the device evaluation, the device was returned to the customer for use. Physio-control provided the customer with the option for additional training on the use of the device. The initial medwatch report should indicate: physio-control evaluated the device but could not observe any malfunctions of the device. Proper device operation was observed through functional and performance testing and after unrelated repairs were performed, the device was returned to the customer for use. The customer reported that their investigation of the issue has concluded that the likely cause of the laceration to the patient was due to a failure to use the device stabilization strap (because it was missing) in conjunction with the device not being paused as the patient was being moved onto the "scoop" which lead to the device slipping off the patient's chest (sternum) and causing the tearing laceration. Replacement stabilization straps have been provided to the customer. Additional training regarding device use has also been offered. Physio-control performed a clinical review of the reported event and determined that use error of the device likely caused the injury of the patient.